Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg was dehiscing from the right thigh. The physician believes the ipg site had only extravasated and was not infected. The patient underwent an explant procedure and was administered post operative prophylactic antibiotics.

Manufacturer narrative:
The ipg was returned and no complaints about the functionality of the device were reported. Device passed visual inspection and residual gas analysis. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg was dehiscing from the right thigh. The physician believes the ipg site had only extravasated and was not infected. The patient underwent an explant procedure and was administered post operative prophylactic antibiotics.